Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of experiencing high blood glucose of 446 mg/dl due to bent cannula. Customer inquired which size cannula should be worn after having her baby. Customer declined troubleshooting due to knowing reason for high blood glucose.